Manufacturer narrative:
Evaluated one opened/used reservoir; performed pre-fill test to reservoirs and passed per inspection. No air bubbles were observed during analysis. Checked o-rings/stopper groove for defects and none were found. Conclusion: no air bubbles. Also, inspected sap-cap for anomalies and none was found.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call indicating air bubbles in reservoir when infusion set was connected. Customer was not able to release air bubbles due to a bent cap. Customer reported that the second reservoir's packaging was already open. Customer's blood glucose was 196 mg/dl. Customer was advised that reservoirs would be replaced.